Event description:
It was reported that a nurse was having problems with the programming system. The nurse indicated that the power light will flicker but the wand will not establish communication with any generators. The 9-v battery was changed, however, this did not resolve the issue. The nurse used another programming system without issue and was also able to interrogate a demo generator when her handheld device was used with a different wand. The nurse was sent a replacement wand and her old wand has been returned to the manufacturer. Device evaluation is currently in process and has not been completed at this time.